Event description:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to third party service center. The service center reports the device cannot be powered on, the unit's power cord is corroded. Dust and dirt contaminants were found in device.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to third party service center. The service center reports the device cannot be powered on, the unit's power cord is corroded. Dust and dirt contaminants were found in device. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.